Event description:
Healthcare professional reported left side late seroma and broken implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Corrected data: d6a.

Event description:
Physician reported left side late seroma confirmed via biopsy and broken implant. Physician later reported "persistent fever and marked inflammatory phenomena". Treatment: antibiotics and anti inflammatories. Device remains implanted.

Event description:
Healthcare professional reported left side late seroma and broken implant. Device remains implanted.

Manufacturer narrative:
Continued: e.1.: zip code: (B)(6) phone number: (B)(6). The event of "seroma " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.